Manufacturer narrative:
H3, h6: the shoulder was returned for product analysis. The analysis found that the shoulder arrived disassembled, it could not be mounted on a station and tested. The shoulder was found to have a encoder malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a shoulder shift. Another scan and plan with the imaging system was taken but the surgeon stated that the plan was inaccurate. The trajectory was deviated by 3.5mm-10mm. There was a delay of less than 1 hour and the surgery was rescheduled. There was no impact to the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0207. A1-a4: the patient information was not available. H3, h6: a medtronic representative went to the site to perform a system check out and they replaced the shoulder. They also found sensors in the shoulder were in opposite positions, which caused a malfunction in shoulder calibration. The system now functioned as intended. The exports/logs were returned for software analysis. The analysis determined that no software issues were detected. The issue was s uspected to be a hardware issue. B01, c07, d02 are applicable to the software analysis and system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.